Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The reported indicated that a patient underwent atrial fibrillation & atrial flutter (left-sided) ablation with a thermocool® smart touch® sf bi-directional navigation catheter, and the patient experienced pericardial effusion treated with pericardiocentesis. The medical team indicated that initially the patient sustained a pericardial effusion (no drainage performed) using a rf (radiofrequency)needle, but later the patient underwent a pericardial drainage. After event, the patient was recovering. The physician¿s assessment of the health hazard was non-serious (moderate/minor), and the procedure. The patient had extended hospitalization. Method of contact force monitoring was real time graph, dashboard, vector, and visitag, and coloring settings for visitag was tag index. The visitag additional filters was force over time. No abnormalities observed prior/during use of the product. An octaray was also used in conjunction with the stsf. Information received indicated that after the procedure, pericardial effusion was confirmed with echocardiography. The event was after procedure (pulmonary vein isolation and box) procedure. Pericardiocentesis was performed and the condition improved with no changes in the vital signs. The event was found after use of bw products, and the event was procedure related. Drainage was performed, and patient fully recovered (no residuals). The patient required extended hospitalization. Smartablate generator/pump was used for the procedure. Transseptal puncture was performed with rf needle. The event occurred at the time the procedure was completed. The patient did not require cardiac surgery. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 24-apr-2025, bwi received additional information regarding the event. Intervention provided was drainage performed, and the patient did not require surgery. The outcome of the adverse event was improved. The patient has been discharged from the hospital, and the patient required extended hospitalization. The procedural act (activated clotting time) was 300 seconds. One catheter was used for each, and one transseptal puncture site was performed during the procedure. Transseptal puncture was performed with rf (radiofrequency) needle. Prior to noting the pe (pericardial effusion), ablation was performed, and no evidence of steam pop. Irrigation flow settings were pre 2 seconds and post was 2 seconds. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were real time graph, dashboard, vector, visitag, and visitag module parameters were range: 5mm, time: 4sec, fot: 25%3g, tag size: 2mm. Filter used with the visitag was fot, and color option was ag tag index. Additionally, the product investigation was completed on 24-apr-2025 as the complaint device had been discarded. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31413025l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).